Event description:
The clinician said implant was placed in 2005 and uncovered and restored on approx five and a half months later. The placement site was tied to another implant integrated well. The site became infected and implant was removed in 2006. Then the site was grafted and implant was replaced one month later. So far the integration looks good. The clinician identified the reason of removal as failure-to-osseointegrate resulting from improper post-surgical (healing abutment) implant loading.

Manufacturer narrative:
The implant was received without any attachments. The implant was not fractured and was examined under 10x magnification. The implant was measured through the packaging with calipers and determined to be a 4mm x 12mm implant. There were a few threads damaged that would be consistent with an implant being removed with an instrument.